Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation on the returned gas delivery system (gds) shows that the gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated.